Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer successfully reloaded the cartridge and resumed insulin therapy, resolving the issue.